Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reported that alarms was hard to hear, volume was too low and buttons was hard to push. Customer¿s blood glucose level was unknown. Customer stated that rejected brand new batteries. Troubleshooting was declined. The device will not be returned for analysis.